Event description:
Customer reported that the device failed to drain, and the patient developed a hematoma. The drain was removed. It is assumed that medical intervention was required to address the symptoms of a hematoma.

Manufacturer narrative:
Conclusion the product upon which this medwatch is based has ben received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.